Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's interstim system was working great, but when she was hospitalized (unrelated to the device) her symptoms stopped being controlled. The patient met with a manufacturer representative (rep) who scanned the patient's device and said it was "like she fell" or had a "trauma" based off of the information he was seeing after scanning her device. The patient reported that she did not fall. The patient stated that the hospital did something to affect her interstim system. The rep reprogrammed her therapy and said the therapy had to stimulate "the front", and could no longer stimulate the "saddle" like it used to. The patient reported that after this reprogramming, the stimulation "would kick in and go to extreme settings". The patient clarified that they were experiencing sudden overstimulation. The patient stated that "the intensity just went skyrocketing". The patient used her patient programmer (pp) to turn it off when this happened. The patient eventual ly just turned off the interstim system because of the overstimulation issue, and because it wasn't helping her target symptoms anyways. The patient stated that she did not want to pay the co-pay to be seen at the healthcare provider (hcp) office, but would follow up with her hcp for local rep contact info. No further complications were anticipated/reported. Additional information was received from a healthcare provider (hcp). It was reported by the hcp, that the patient claimed that the implantable neurostimulator (ins) wasn't working and that the patient was going to schedule an appointment but never did.